Event description:
It was reported that during an unk procedure, surgeon fired half way, the knife was stuck and couldn't be advance anymore. Surgeon has to bring back the knife to housing and open the handle to change a new reload. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. B3: exact event date unk, entered (B)(6) as only the year was provided. D4: batch # 639d00. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damaged, a tyvek and the reload had the proximal 17 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. Also, the knife was received exposed on the proximal end. It is possible that the knife exposed noted on the reload and the damaged on the knife sub assembly is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. The knife was returned to home position and the reload swing tab was reset in order to fire the cartridge. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 639d00, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Were there any adverse events (i.e. Infection/complication etc), patient consequences or harm to the patient? Ans: no. 2. Was the surgery completed successfully? Ans: yes. 3. Did the issue result in additional medical/surgical intervention (i.e. Revision surgery etc) for the patient? Ans: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.